Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow and "low power" event was confirmed through log file analysis which revealed transient decrease in power consumption and estimated flow on (B)(6) 2020, followed by a sudden decrease in power consumption and estimated flows was logged on (B)(6) 2020 leading to parameters below normal operating range. Additionally, review of the available autologs reports revealed a return to baseline parameters on the same day. 42 low flow alarms have been logged since (B)(6) 2020. Information received from the site indicated that, in addition to the low flows, the patient experienced elevated lactate dehydrogenase (ldh) levels and a suspected left ventricular thrombus that was blocking the ventricular assist device (vad) inflow cannula. A computerized tomography (CT) scan was performed, the patient was successfully treated with tissue plasminogen activator (tpa), and the power and flow returned to normal operating range, which corresponds with the return to baseline parameters observed in the log files. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow and "low power" event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh) levels and a suspected left ventricular thrombus t hat was blocking the ventricular assist device (vad) inflow cannula associated with below normal power consumption, low flows and low flow alarms. It was also reported that the patient was at high risk for thrombus. A computerized tomography (CT) scan was performed, the patient was successfully treated with adenosine triphosphate (atp) and the vad power returned to normal. The vad remains in use. No further patient complications have been reported as a result of this event.